Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted wit an ovation prime system to treat an abdominal aortic aneurysm in 2013. Recently, the physician noted an endoleak type ib and aneurysm enlargement. The patient continues to be monitored. No additional patient sequelae has been reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the reported aneurysm growth. There were no evidence to confirm an endoleak type ib device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.